Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an inaccurate estimation of battery depletion was observed on the device. Abbott technical support was contacted and it was confirmed that battery depletion was normal and that there was overestimation of longevity during previous follow-ups. Device replacement was anticipated and there were no adverse consequences. The patient was in stable condition.